Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of failure code 38 was confirmed during device evaluation. The assignable cause was identified as defective force sensor resistors (fsrs) in tubeload detection circuitry. Should additional information become avaialble, a follow-up MDR will be submitted.

Event description:
A facility representative reported a flogard infusion pump with a failure code of 38. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.